Manufacturer narrative:
A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported no audio from the mx40. There was no patient involvement.